Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer is stating that the back upholstery tears fast and asked for another one.